Event description:
It was reported that no delivery alarms were received on the insulin pump. The pt's blood glucose level was 400 mg/dl. It was stated that no delivery alarms had occured various times and something different was done each time to resolve the issue. It was not possible to troubleshoot as the no delivery alarm was a past event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).